Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during set up for an unspecified surgical procedure it was observed that the crani-l attachment device foot plate was bent and was starting to crack. It was reported that there was no delay in the scheduled surgical procedure as an unspecified spare device was available for use. It was reported there was no patient involvement. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of a bent foot plate was confirmed. An assessment was performed on the device which found that the tip of the craniotome was bent and drilled into. It was determined that the dura guard of the device had been bent by excessive force during use. It was determined that force causes the burr to deflect and come in contact with the dura guard. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch report will be submitted.